Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, multiple high rate non-sustained episodes, and an increased sensing integrity counter (sic). A lead fracture was suspected, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.